Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: south africa. A doctor was suturing a patient. He put in one stitch and on the next stitch the thread pulled through from the needle. He used another suture thereafter.